Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected restart or external ram crc error alarms were noted during testing. Multiple displayable history crc alarms were noted in the alarm history screen due to a corrupted history file. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump failed uploading twice at 35 percent. In the alarm history there were several external error, unexpected restart, and displayable history check failed on startup alarms. It was possible that the insulin pump was without a battery for an extended time. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.